Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device image was reviewed and noise was observed on the right ventricular (rv) lead. No intervention was performed and the lead remains implanted. Patient was stable before, during and after the event and will continue to be monitored.

Event description:
New information revealed that the asymptomatic patient presented remotely. During an in-clinic followup, the noise was able to be reproduced through isometrics. Programming changes were made and the patient will be closely monitored.

Event description:
New information revealed that the noise was still present and was causing inhibition of pacing. There were no patient consequences and the patient will continue to be monitored.